Event description:
Technician alleged that the head section will not lower. No patient impact.

Manufacturer narrative:
The technician performed an operation check and noted that the head section gas spring was stuck. The technician replaced the head gas spring to resolve the issue.